Event description:
Tip of pituitary rongeur was noted to be missing by scrub nurse. Sterile field searched. Surgeon ordered x-ray which displayed broken piece in disc space. Physician states retained piece has not harmed patient.